Event description:
A peritoneal dialysis nurse has reported that dialysis solution is leaking out of the cassette and into the cycler. Pd nurse states that the cartridge leaked and fluid seeped behind the door. There is no known pt ill effect. There is a sample available for eval.

Manufacturer narrative:
(B)(4).